Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was duplicated. The unit showed the check clutch/lever error during occlusion testing. The probable cause is a worn-out clutch. The clutch was replaced to address this issue.

Event description:
It was reported that the pump had experienced a bad clutch/worn gear during testing. There was no patient involvement. Evaluation of the returned device confirmed the clutch failure was due to worn out clutch parts.